Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-06707. During an in-clinic follow up, high capture threshold was noted on both the right ventricular (rv) and left ventricular (lv) leads. Fluoroscopic imaging was conducted which revealed rv lead dislodgement, however, no remarkable findings was noted on the lv lead. The output of the device on the lv channel was reprogrammed; while the output of the device on the rv channel was reprogrammed initially and the rv lead was repositioned to resolve the event. The patient was stable with no consequences.